Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative inspected the imaging system on-site. Found while performing a system checkout that the louver cover was damaged. Changed the hinges. The imaging system passed all tests and is up and running. No parts have been received by the manufacturer for evaluation. A full imaging system check-out was completed and all tests passed. Full system functionality was confirmed and the system was returned to service.

Event description:
A medtronic representative reported that the imaging system detector louver cover hinges were damaged. There was no patient present when this issue was identified. No additional details were provided.

Manufacturer narrative:
Investigation of returned suspect detector hinges confirmed the reported problem. Visual inspection confirms hinges have snapped and broken at the screw holes. The reported issue was confirmed to be caused by physical damage to the hinges.